Event description:
It was reported that the pt could not adjust stimulation. A "call your doctor" icon had appeared on the display, and the device was in a power-on-reset condition. The condition was cleared using the pt programmer. It was also reported that the pt stopped feeling stimulation with the group b, she typically uses. Turning up the amplitude on group b and group a, did not result in stimulation feeling. The pt has had 15 plus radiation treatments for breast cancer and had last used her stimulation on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).